Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false upstream occlusion alarms were unable to be reproduced, but were confirmed through baxter's functionality testing. This condition was determined to have been caused by cracks on the upstream flex tail. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing, a spectrum pump has false upstream occlusion alarms. There was no pt injury.